Manufacturer narrative:
The device was returned for evaluation. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an elective replacement upgrade procedure of their system. It was noted that the patient had a left subclavian venogram before the procedure that showed moderate stenosis in the left subclavian vein. The cause of the moderate stenosis was not stated, and no other issue was reported. The system was upgraded successfully. The patient tolerated the upgrade procedure well with no complications.